Event description:
It was reported during a defibrillation threshold testing, externalized conductors were observed below the yoke. The first two shocks failed to convert the patient until a third shock was successful. The patient has brugada syndrome. The lead was laser extracted and replaced. There was a brief period of hypotension that was addressed when the blood pressure was stabilized. The patient condition was stable before, throughout, and following the procedure. The patient will continue to be monitored with regular follow-up.